Event description:
Serious injury involving one person. A pt was reported having a reoccuring general corneal ulcer in the left eye at 7:30. The first ulcer was diagnosed 12/2000 but not reported to ciba vision. Therefore, no report was filed. Pt was administered tobrydex, ulcer was resolved and pt was dismissed. On the event date after onset of symptoms 6 days prior, pt was diagnosed with another ulcer on the left eye at 7:30 (same location). Pt was administered ciloxin for 5 days and then was tapered to tobrydex. Prognosis is currently unknown due to pt not showing up for their follow-up appointment in 2001. The first ulcer was not reported to ciba vision until the second occurrence. The reason for 2 medwatch reports is that co has 2 occurrence dates. Info for both occurrences will be included on both medwatch reports for ease of tracking and to provide a complete problem report on the pt.